Event description:
It was reported that the insulin pump alarmed button error. Customer stated that insulin pump may have been exposed to moisture. Customer also stated that she woke up that morning with a low blood glucose of 44 mg/dl. Customer's current blood glucose reading was 179 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No moisture damage on electronics noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip.